Manufacturer narrative:
Investigation summary: the device was received and evaluated. Visual inspection of the distal tip revealed no evidence of use. The silicon on the device needle was in good condition and the implants were intact. The suture was not damaged. Using a test omnispan gun the needle was successfully locked into position on the gun. Testing the deployment both implants were able to be deployed. The root cause could not be determined for this event as the device was operating as intended. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot. DHR review: part number: 228141, lot number: l205053, supplier lot number: n/a, release to warehouse date: 02.02.2017, manufacturing date: 02.02.2017, expiration date: 31.12.2019, supplier: n/a, manufacturing site : (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the needle was not engaging in the slot provided on the omnispan gun and the other one could not be deployed during the surgery and got stuck in the gun. This is report 1 of 2 for (B)(4).